Manufacturer narrative:
During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the power cord had a cut in it. To fix the issue, the fse replaced the power cord (0012-00-1688-21), and then performed a full pm service, all functional and safety checks to meet factory specifications. Unrelated to the reported issue, the fse also replaced the safety disk and tidal volume disk according to latest service manual and factory specifications. The iabp was then released to the customer for return to clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge field service engineer (fse), the power cord cable of the cardiosave intra-aortic balloon pump (iabp) was found frayed. It was further reported that the power cord was found to have a cut in it. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: d4 (catalog #), h6(device code).

Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge field service engineer (fse), the power cord cable of the cardiosave intra-aortic balloon pump (iabp) was found frayed. It was further reported that the power cord was found to have a cut in it. There was no patient involvement, and no adverse event reported.